Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted along with concurrent vaginal hysterectomy due to stress urinary incontinence, cystocele and rectocele. It was reported that following insertion the patient experienced urinary problems, bleeding, dyspareunia, and vaginal scarring. It was also reported that patient underwent the following procedures: on (B)(6) 2007, excision of mesh, resuturing of vagina and cystoscopy; on (B)(6) 2008, explantation of vaginal mesh, bilateral paravaginal defect repair, anterior colporrhaphy and posterior colporrhaphy; on (B)(6) 2008, additional mesh implanted, intraop cystoscopy, release of vaginal constriction ring, perineoplasty, and revision of vaginal apex with release of vaginal apex. (B)(4).